Event description:
Add'l info received from MFR 2/26/03: as part of cryolife's standard operating procedure, the events were entered into the co's complaint handling system for investigation review of the reported incident. Since the reported event also invovled the implant of medical devices, MDR numbers 1063481-2003-00060 and 1063481-2003-00061 were submitted on february 3, 2003. According to info obtained from the clinical site, the first valve was implanted, was removed and discarded at the site. The second valve used during the surgical procedure remained implanted until the pt expired. According to the site, no autopsy was performed on the pt, so no specimens of the device material were removed for examination. Removal action was initiated for the remaining allografts stored in the field.

Event description:
Pt with diagnosis of tetrology of fallot (tof), discovered at 1 mo of age. Pt was hospitalized x2. Pt underwent a cardiac cath at this facility in 2002 prior to surgery three days later for repair of tof with pa homograft and stent. Pt was oliguric from event date and had two catheters placed for peritoneal dialysis. Pt had mediastinal exploration and dressing changes 2 and 4 days later in the ICU. Pt developed signs and symptoms consistent with sepsis including hypotension and increased acidosis. Final cultures from blood and peritoneal fluid grew e.coli (esbl). Pt expired in 2002. Two cryolife implants were used during the surgery in 2002. One implant was removed due to a determination that it was not of optimal size. Relationship between sepsis and implant is not known. No autopsy was performed. Final diagnosis: tetrology of fallot, renal failure - acute post-op sepsis, acidosis, hypotension, non-functioning pd catheter, hypoxia.